Event description:
A health care professional reported during intraocular lens (iol) implant procedure, the surgeon noticed that the lens was scratched after implanting the lens. The lens was explanted during initial procedure. The procedure was completed on same day. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).